Event description:
It was reported per field service report: pump was on pt. Symptom - source side helium leak. Preventative maintenance (p/m) due on console. Findings/actions taken: replaced helium regulator. Replaced battery & fiberoptix sensor (fos) as part of p/m. Installing power cord clip. Passed functional testing. Helium regulator will be returned to everett for evaluation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.